Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient was being checked for clearance for back surgery the implant site was found to be red and warm. Medicine was administered. The patient then presented to the emergency room (ER) and was admitted due to potential hematoma and infection. Exploratory surgery was performed at the implant site, cultures were taken and the device was removed. It was then noted that the patient was transferred to a different facility for wound care. Additional information was attempted to be obtained, however it was not available. The device was removed and the lead disposition is unknown. No further patient complications have been reported as a result of this event.